Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult lock line removal of the second device. It was reported that this was a mitraclip procedure to treat grade 3 degenerative mitral regurgitation (mr). The first clip was deployed without issue. During deployment of the second clip, the lock line was difficult to remove. Force was applied slowly and the lock line was successfully removed. After removal of the lock line, thickening of the lock line was noted. Mr was reduced to grade 1. There was no reported adverse patient effect or a clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported difficulty removing the lock line from the device could not be replicated in a testing environment as the device was not returned for analysis. The reported irregular appearance of the lock line was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for reported unable to remove the lock line as the device was not returned for analysis, only the lock line was returned. There is no indication of a product quality issue with respect to manufacture, design, or labeling.